Manufacturer narrative:
Correction information: g6: follow up #1, h2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Event description:
The user facility reported a complaint to customer service on 25-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video naso pharyngo laryngoscope, model vnl8-j10, serial number (B)(4). The user facility responded to good faith effort(gfe) emails from 28-jun-2021 and 30-jun-2021 via email on 06-jul-2021 however the attachment only includes a line stating that "the scope has been checked on two different processors and only black screen comes up, no other image". No additional information was provided. No additional answers to our questions were answered. The customer owned endoscope was received by pentax medical for evaluation on 07-jul-2021. The colonoscope was inspected by pentax medical service under service order (B)(4) and the technician identified "image blackout" as well documenting the following inspection findings on 13-jul-2021: leak at # 3 remote control button cover, up/ down control knob/ lever plastic cover @ pivot separated, some functions cannot be checked unit compromised by fluid, trim cap missing, insertion tube severe crush at stage 1, insertion tube severe crush at stage 3, leak at # 2 remote control button cover, # 4 remote control button cover cracked, # 1 remote control button cover cracked, # 2 remote control button cover cracked, # 3 remote control button cover cracked, leak at # 4 remote control button cover, leak at # 1 remote control button cover. The device underwent repairs for the slice in the channel and fluid invasion including the following components: o-rings and seals, distal end w/ccd module ntsc, distal attaching pin, segment steel braid, bending rubber, insertion flex tube w/segment, angle lever assy, angle lever trim cap, remote control button(2), remote control button(3), remote control button(4), remote control button(1). Model vnl8-j10, serial number (B)(4), serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 03-jan-2019. The endoscope is awaiting repair or approval by final qc as of 22-jul-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.